Event description:
It was reported that the video system center had not display image. The issue had occurred during inspection for use. There was no report of patient harm.

Manufacturer narrative:
Customer name- (B)(4). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.